Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the host pc was not able to start up. Fse checked host pc and found the host pc motherboard power was too low. Fse replaced the board battery. After replacement of battery the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, host pc could not start. System was in use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found that host pc's bios battery is out of power and needs to be replaced.